Event description:
It was reported that during implant, after the right atrial (ra) lead was positioned, it was noted that the atrial sensing value was low. The lead was repositioned, however, there was high capture threshold noted. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of p-wave amp variation and high capture threshold were not confirmed. As received, a complete lead was returned for evaluation in one piece. Visual and x-ray inspection of the lead did not reveal any anomalies. Electrical testing did not reveal any indication of conductor fractures or internal shorts.